Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer removed the sensor, and the sensor wire was detached and remained inside the customer's skin. The customer was able to remove the wire. A root cause could not be determined. A replacement sensor was sent to the customer.